Event description:
It was reported that the patient presented at a follow-up in clinic for a device upgrade procedure. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing. The lead was explanted and was replaced. The patient was in stable condition.